Manufacturer narrative:
Citation: cressman s et al. Chest radiographic appearance of minimally invasive cardiac implants and support devices: what the radiologist needs to know. Curr probl diagn radiol. 2019 may - jun;48(3):274-288. Doi: 10.1067/j.cpradiol.2018.05.006. Epub 2018 may 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an overview of the radiographic appearance of the most commonly utilized and encountered minimally invasive implantable cardiac devices used in valve repair and replacement, cardiovascular support, and partial chamber and appendageal occlusion. One patient (demographics not provided) was identified as having underwent transcatheter aortic valve replacement with the implant of a medtronic core valve bioprosthetic valve (serial number not provided) due to severe aortic stenosis. The patient¿s posteroanterior radiograph was provided and the image revealed that the patient has a dual-chamber pacemaker. The indication for permanent pacing and the timing of when the permanent pacemaker was implanted were not provided. No additional adverse patient effects or product performance issues were reported.